Event description:
It was reported ongoing occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer manually resumed insulin, however, occlusions continue. A replacement pump was sent to the customer to resolve the issue.